Manufacturer narrative:
Pump received with missing segment/partial display due to cracked and bleeding lcd glass. Pump received with scratched case near upper right side of the display window, minor scratched display window, cracked display window corner, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked battery tube threads and cracked pump belt clip slot.

Event description:
The mother of a customer reported via phone call that their insulin pump display screen is cracked and are unable to read the display. The customer's blood glucose level was not provided. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.